Manufacturer narrative:
The autopulse battery in complaint was returned to zoll on 06/16/2017 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that multiple occurences of "replace battery" messages were observed on the autopulse platform when a fully charged autopulse li-ion battery (sn (B)(4)) was inserted. Per report, the battery was successfully charged in the autopulse multi chemistry charger (mcc ) with four green leds illuminated on the battery status indicator; however, upon battery insertion, the platform display screen showed no battery bars. Following this, the user removed the lifeband clip from the platform and the display screen showed four battery bars; however, the issue recurred after the the platform was restarted. The issue occurred during training, no patient was involved with this event. The user reportedly had the battery properly / securely inserted in the platform at the time of the event. No issue was observed after the user tested the platform with another battery. No further information was provided.

Manufacturer narrative:
The reported event was reproduced during functional testing of the autopulse lithium ion battery (sn (B)(4)); a probable root cause was attributed to battery mismanagement. The battery was functionally tested by inserting into a good known reference mcc and was able to successfully charge with four steady green led illuminated on the battery status indicator. The battery was inserted in a good known reference autopulse platform and the platform display screen showed no battery bar and displayed a "replace battery" message, confirming the reported event. Review of the retrieved archive data revealed multiple platform insertions on (B)(6) 2016 and not on (B)(6) 2017. The archive data also indicated two incidences where the battery was left inside the autopulse platform for an extended period of time prior to the reported event. The autopulse power system user guide states that "after every use, at the beginning of a shift, or at least once every 24 hours, the battery in the autopulse should be replaced with a fully charged battery." A fully charged autopulse lithium ion battery left in a zoll autopulse platform for an extended period of time will eventually discharge below its minimum operating voltage. A fully discharged battery will not be able to charge in the mcc. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the autopulse battery with serial number (B)(4).